Event description:
A section of a nitinol guidewire was discovered implanted in the patient during post-op visit on 7/5/11. X-rays revealed the distal threaded section, approximately .300 in length remains entrap in the cannulation of a polyaxial screw. The illico fixation system was originally implanted on (B)(6) 2011. There are no plans to remove the foreign body at this time.

Manufacturer narrative:
Two nitinol guidewires of the same lot were utilized during the surgical case. One was known to have fractured/broke during surgery. It was removed without issue and returned for an evaluation. No irregularities were identified. A portion of the second guidewire was discovered upon reviewing the films taken during a post-op visit. The fragment which is approximately .300 in length remains imprisoned in the inner diameter of the polyaxial screw. There are no plans to remove the foreign body at this time. The device in question is manufactured out of nitinol, a shape memory alloy constructed out of a combination of nickel and titanium. Because nitinol exhibits enormous elasticity and is the material of choice for applications requiring enormous flexibility and motion it is believed the guidewire encountered excessive stress/fatigue by redirecting the original path upon inserting the screw.